Event description:
There was an employee needle stick where the insulin needle in the attached picture were identified to not have an orange safety cap on the end. The registered nurse when pulling the insulin needle from stock was stuck through the packaging.